Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the device confirms that the femoral impactor white head is missing from the device. This piece was not returned with the device. The device shows significant signs of wear/usage. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.  Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a femoral impactor was scarred/damaged. This happened before use in patient. Surgery was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem. Investigation shows that the femoral impactor white head is missing from the device due to fracture. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.